Event description:
It was reported that during a procedure, "the shaver tip broke", and the "tip would not spin." The procedure was completed successfully without any procedure delay. There was no medical treatment or intervention required and no adverse consequences associated with this event.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. During visual examination of the device, biological material was observed on the distal tip of the device, indicating the device was used clinically. The device was difficult to rotate due to friction between the inner and outer shaft. The distal tip of the inner shaft was observed to have a broken blade tooth. Evaluation of the distal tip of the inner shaft revealed the tip was not aligned, which likely created the excess friction between the inner and outer shaft. Observed the cutting edge teeth to be bent and damaged. Galling was observed inside the distal tip of the outer shaft. The results of the investigation performed indicated that the returned device was observed to have a broken blade tooth on the inner shaft and did not rotate properly, substantiating the facility¿s reported issue. Based on the damage on the distal tips, and the galling inside the distal tip of the outer shaft, the most likely causes for the reported issue were determined to be: 1) the arthroscopic shaver may have come into contact with staples, clips or another metal object, resulting in damage to the blade; and/or 2) excessive lateral forces exerted on the device during clinical use may have caused the teeth of the inner shaft to contact the cutting edges of the outer shaft, causing the teeth to catch on the outer shaft as the device rotated, and the observed galling and damage to the device. The damaged tip likely resulted in the inability of the device to rotate properly due to added friction. Stryker sustainability solutions' instructions for use states: "do not allow the arthroscopic shaver to come in contact with staples, clips or any metal object to avoid damage to the blade and possible patient injury." "Careful handling of the instrument is necessary to avoid damage or breakage as a result of excessive force." "Do not apply excessive pressure or "side-load" the blade during use. Side-loading does not improve the performance of the instrument, can dull the blade, and/or produce metal particulates." The lot control sheet for the complaint device indicates that the device passed all applicable inspections and tests prior to release. This report is being filed as a malfunction due to sss being in a 2 year reporting cycle due to MDR report 1056128-2011-00065 where an additional incision was needed to remove the tip of the device that had broken off in the patient's knee even though there was no patient injury in this event. The reported event is not occurring more frequently or with greater severity than is usual for the device.